Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro reciprocating saw was slow to stop and ran on for a second. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing conducted at the manufacturer facility the micro reciprocating saw ran without activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro reciprocating saw was slow to stop and ran on for a second. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing conducted at the manufacturer facility the micro reciprocating saw ran without activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Upon disassembly for visual inspection the engineering technician confirmed evidence of non-stryker repair work affecting components, including the motor cartridge.